Event description:
A healthcare professional reported that the phaco tip broken in patients' eye during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened broken phacoemulsification tip (phaco tip) with a wrench, in a small parts tray (smpt) in a bag was received for the report. The returned sample was visually inspected and was found to be non-conforming as the phaco tip was broken in two pieces at the cone to cannula transition area. Holes were observed on the side of the cannula and the breakage is very jagged. Uneven wall thickness was observed. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture attached was reviewed by the manufacturing site. Picture 1 shows a broken phaco tip in a wrench, in a tray. Picture 2 shows a broken phaco tip in a wrench, in a tray, within a bag. The reported issue is confirmed from the picture review. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed and the record opened for this file is for trending of the defect of uneven wall thickness of the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The picture attached to the parent file was reviewed by the manufacturing site. Picture show a phaco tip and a wrench. Reported issue cannot be confirmed from picture. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).